Manufacturer narrative:
The servo duo guard filters has been requested back for investigation but has not yet been received. A supplemental medwatch will be provided when the investigation has been finalized. (B)(4).

Event description:
Ref# imp (B)(4).